Manufacturer narrative:
This is one event (death) for the same pt involving three separate products; associated mdrs # 1225714-2013-02610 and 2937457-2013-00161.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011 and subsequently after the use of the product.

Manufacturer narrative:
This is one of three device reports associated with this event. Associated MFR report #s: 1225714-2013-02609, 1225714-2013-02610 and 2937457-2013-00161. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted that the patient experience was sudden in nature.